Manufacturer narrative:
This report will be amended when our investigation is compete.

Event description:
It is reported that the surgeon reduced the joint with a trial head. The surgeon then tried to remove the trial and it was discovered that the head was jammed on the stem trunnion. Upon trying to remove the head, the stem was loosened in the cement mantle because the head gripped the trunnion so strongly. The stem was removed and a new stem was placed. A different trial head also stuck to this stem, but was able to be tapped off.